Manufacturer narrative:
(B)(4).

Event description:
On around (B)(6) 2016, a gore-tex® suture was used in the dental surgery. During the procedure, the physician noticed the suture split. The suture was discarded and the procedure was completed using another suture. There was no reported patient impact.

Manufacturer narrative:
The results of the engineering and the manufacturing evaluations were added. Added the device returned date. Answered yes to the device evaluation. Manufacturing evaluation performed. Engineering/explant evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Refer to field for the results of the engineering evaluation. Precautions of the instructions for use of the gore-tex® suture state "as with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges."